Event description:
The customer attempted to insert a mega 8fr 50cc iab into the sheath packaged with the catheter. It was prepped according to MFR's recommendations and a veteran interventional cardiologist performed the insertion. The physician was unable to insert the iab after several attempts. A second mega 50cc iab was used and inserted without issue. The customer reported that there was a delay in care, but no untoward events occurred. The death of the pt was not attributed to the event. The catheter was discarded after the procedure.

Manufacturer narrative:
Since the device info was not available, the customer shipping history was reviewed to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots. No non-conformances were found related to the event. (B)(4).